Manufacturer narrative:
Batch review performed on 07 may 2021: lot 181877: (B)(4) items manufactured and released on 25-may-2018. Expiration date: 2023-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 2 years after the primary due to a hyperextended knee. The cause of the hyperextended knee is unknown. The surgeon successfully revised the 10mm insert for a 17mm insert.